Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered a broken wire on the level sense bead for cartridge chemistry (cc) reagent probe a. The fse replaced the level sense assembly, and performed reagent probe and cc sample probe alignments. The fse verified the repairs as per established procedures and results met published specifications. Results: failure mode is attributed to a defective level sense assembly.

Event description:
The customer reported obtaining erroneous cholesterol (chol), triglycerides (tg), magnesium (mg), and/or ammonia (amm) results for six (6) patient samples involving the unicel dxc 600i synchron access clinical system. The erroneous results were not reported out of the laboratory and there was no change or affect to patient treatment in connection with this event.